Event description:
A malfunction on a pump was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, assisted the caller with this action, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to report if any issues arise again.